Event description:
It was reported that the pt experienced a loss of therapeutic effect and had "not felt well" for the previous several weeks. Troubleshooting revealed that there was no response from the pt left-side implantable neurostimulator. The right-side device was confirmed to have the therapy turned on. No info was provided related to the pt's outcome. Add'l info was requested but not available as of the date of this report. A follow-up report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).